Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, the patient was revised due to metal-on-metal left total hip replacement with ion production secondary pain. Operative notes reported that the liner and head were slightly discolored. Doi: (B)(6) 2004. Dor: (B)(6) 2019; left hip.